Event description:
It was reported that the customer had jumped into the pool with the insulin pump on. Customer stated that there is a crack to the left of the up arrow button on the insulin pump. Customer's blood glucose level was 240 mg/dl. Customer's mother stated that the crack has been there for awhile. Pump was not functioning since water entered the pump. Customer's mother stated that the pump display went blank immediately after the pump was exposed to moisture. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assemblies. The motor assemblies were also found corroded. The insulin pump had light moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.